Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered and the guide wire tip detached. The de novo target lesion was located in the non calcified and severely tortuous posterior descending artery (pda) which included a bend greater than/equal to 90°. An unknown guide catheter was placed. While advancing the kinetix plus guide wire through the right coronary to access the pda, the guide wire went into a small side branch. An unspecified stent was implanted in the proximal right. When the physician attempted to withdraw the kinetix plus wire at procedure end, it could not be removed. The stent delivery system balloon and then an nc quantum apex balloon were each advanced in attempts to free the kinetix wire, but both were unsuccessful. Another attempt to pull the guide wire out was then made and the wire was able to be removed from the patient. However, the radiopaque portion of the guide wire remained in the patient¿s pda. A non bsc guide wire was advanced and the wire tip was pinned against the vessel wall with a non bsc stent. There were no additional patient complications reported and the patient's status is ok.